Manufacturer narrative:
The technician isolated the issue to the valve solenoid not functioning. He replaced the valve to repair the bed.

Event description:
Information received indicates the foot hi/low function of the bed is drifting down.